Event description:
It was reported to baxter that the reservoir of an intermate lv 250 device ruptured near the end of a patient infusion. The pump was infusing a solution of cancidas in normal saline, at a concentration of .2mg cancidas per ml of normal saline, when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer discarded the device. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.